Manufacturer narrative:
A customer in italy notified biomérieux of obtaining a false positive toxoplasma igg result for a pregnant patient¿s serum sample in association with the vidas® toxo igg ii tests (ref. 30210, lot 1007630240). The sample initially obtained a positive result of 23 iu/ml. The same sample was reanalyzed twice on two different instruments. Both tests provided a negative result of 0 iu/ml. In response to the customer complaint biomérieux completed an internal investigation. Review of manufacturing records for lot 1007630240 showed no anomalies occurred during the manufacturing, control, and packaging processes. This review also found no CAPA or non-conformity records linked to false positive results for lot 1007630240. Biomérieux tested six (6) lots including lot 1007630240 using five (5) internal samples. All results were within specification. Lot 1007630240 in within the trend of the additional lots tested. Biomérieux also tested two (2) fresh negative from blood donor samples. The samples were tested using vidas® 3 on automatic mode with retain kits vidas txg ii ref 30210 customer's lot 1007630240. The samples were tested three (3) times on same run. All results were negative. The complaint laboratory tested 3 internal sera positive with retain kits vidas txg ii ref 30210 customer's lot 1007630240 in duplicate, all samples obtained a positive result. The false positive result observed by the customer was not reproduced. The vidas® toxo igg ii tests (ref. 30210, lot 1007630240) is within the expected performances. There was no drift of the batch since its release.see section h10.

Event description:
A customer in (B)(6) notified biomérieux of obtaining a false positive toxoplasma igg result for a pregnant patient¿s serum sample in association with the vidas® toxo igg ii tests ( ref. 30210, lot 1007630240). The sample initially obtained a positive result of 23 iu/ml. The same sample was reanalyzed twice on two different instruments, both tests provided a negative result of 0 iu/ml. The customer confirmed the correct result of negative was reported to the treating physician, and the discrepant result did not lead to any adverse event related to the patient's state of health. Biomérieux will initiate an internal investigation.